Event description:
It was reported that there was a crack on the pta balloon dilatation catheter shaft. Reportedly, during initial inflation blood was seen entering the inflation device, and upon retraction of the device, a crack was seen on the catheter shaft. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a partial circumferential break at the proximal balloon glue joint. The circumferential outer shaft break observed during the evaluation is likely perceived by the customer as a crack. The edges of the break were jagged and stretched, possibly indicating that excessive force was used. Therefore, it is possible that procedural issues contributed to the event. However, the definitive root cause could not be determined based upon the available information. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as the warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.